Event description:
An area of the patient''s forearm that had btm applied approximately one (1) year prior, which had successfully integrated and grafted, has since died back. The surgeon recently had to make an incision into the area in order for the orthopedic team to access the bone. The surgeon cannot determine the reason for the necrosis as it looked vascularized originally and the btm had integrated well and the skin graft had taken over the btm.